Event description:
It was reported that the device exhibited error 46876. Per reporter the pump reads zero mls; however, the bag still has quite a bit of fluid. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the main board; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.